Event description:
Boston scientific received information that the right ventricular (rv) lead came through the patient's skin and the device pocket became infected. A revision procedure was performed and the device and lead were explanted. A new implant procedure was to be performed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.